Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver, in spite of the identified damages to the atrial and ventricular set-screws. The damages sustained to the atrial and ventricular set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated (B) (4). Subsequent rotation with the torque screwdriver can then lead to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening (B) (4).

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Screwdriver was not returned. The physician has watched the video about connecting the lead.